Event description:
Clinical rationale: an impella 5.5 device was inserted into the right subclavian artery in a 78-year-old male patient with a past medical history of coronary artery disease (cad). The patient presented in scai stage d shock, prior to initiation of support. The impella was inserted for ventricular support during a high-risk surgery: coronary artery bypass graft (CABG) x 4. While the patient was in the operating room (or), the surgeon picked up and turned the heart. While doing so, he felt the impella push through the left ventricle (lv) apex. He was able to push the impella back into place and repair the lv without any issues. The patient came off bypass. The impella functioned at p-6 at 3.9l/min with no issues. Three days post impella implant, the patient was successfully weaned. The post-procedure outcome is survived at explant. Cardiac injury (including ventricular perforation) is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was most likely use issue related since the injury occurred after the doctor picked up and turned heart pushing the pump through the lv apex.

Manufacturer narrative:
H6: omitted code a24 and added code a01 based on a review of the complaint file. B1: added product problem

Manufacturer narrative:
A3: corrected the sex of the patient.